Manufacturer narrative:
One twinfix device was returned for evaluation of the reported complaint mode, ¿device broke in the shoulder¿. The delivery device with unattached suture in a separate bag was received. The anchor was left in the patient. Without the full device no root cause can be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the device broke in the shoulder. It happened in the bicep. The site prep was drilled. The reported bone quality was good. A new hole was not required to be drilled for the replacement anchor. The broken anchor was left in the body. Surgeon inserted additional anchor not on top but next to the original in the patient's bone. The patient¿s post-operative condition was good.